Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead exhibited oversensing noise and pacing inhibition. The health care professional (hcp) called technical services (ts) for further review of the presenting electrogram (egm). It was noted that the physician believed cause of the oversensing noise was due to rv lead damage. Upon review ts determined that the oversensing noise seen on the rv lead appeared to be myopotential in nature. Ts discussed reprogramming options with the hcp. At this time, the rv lead remains in service. No adverse patient effects were reported. Subsequent additional information was provided that reported that at a follow up visit, this rv lead was also found to exhibit high pacing impedances within normal limits (wnl), loss of capture (loc), insulation issues and the oversensing was determined to cause pacing inhibition in the pacing dependent patient. A lead revision procedure was performed. This rv lead was surgically abandoned and successfully replaced with a new lead. No additional adverse patient effects were reported.

Event description:
It was reported that during a clinic visit, this right ventricular (rv) lead exhibited oversensing noise and pacing inhibition. The health care professional (hcp) called technical services (ts) for further review of the presenting electrogram (egm). It was noted that the physician believed cause of the oversensing noise was due to rv lead damage. Upon review ts determined that the oversensing noise seen on the rv lead appeared to be myopotential in nature. Ts discussed reprogramming options with the hcp. At this time, the rv lead remains in service. No adverse patient effects were reported.